Event description:
On (B)(6) 2011 the reporter, the patient's mother, reported that on (B)(6) 2011 at 8:49 pm the patient obtained a post-prandial blood glucose reading of 583 mg/dl. The patient tested (B)(6), but experienced no symptoms of high or low blood glucose levels. The patient's mother changed the infusion site, and found the cannula was wet when removed from the skin. At 9:33 pm the patient's blood glucose level was 133 mg/dl. Her target values range from 120 mg/dl to 150 mg/dl. Troubleshooting revealed all pump settings were correct, the date/time were correct, all basal/bolus doses given matched those programmed into the pump, and there were no issues with the tubing or cartridge. The wet cannula may have indicated an issue with the infusion site. There is no evidence the pump was not functioning appropriately in accurately delivering insulin. The patient suffered elevated blood glucose readings while using the pump, and there is evidence there may have been an infusion site issue. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.